Event description:
Event description guidant received information that this implantable coronary sinus lead measured increased thresholds post implant. Lead position was viewed under fleuroscopy one week post implant. It appeared that the lead had moved slightly. The physician elected to replace the lead for one with a longer length.